Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker exhibited under-sensing. As a resolution the pacemaker was reprogrammed. The patient condition was stable.